Manufacturer narrative:
The device was returned to resmed for an extensive engineering investigation. The investigation methods, results, and conclusion are not finalized at this stage. Resmed reference #: (B)(4).

Event description:
It was reported to resmed that an astral device displayed a red screen and subsequently shut down. There was no patient injury reported as a result of this incident.

Manufacturer narrative:
The device was returned to resmed for an extensive engineering investigation. Review of the device logs showed a single occurrence of system fault (sf101) indicating an incorrect outlet pressure measurement which likely resulted in the reported red screen and device shut down. The data logs analyses also revealed battery fault events. Performance testing found that the internal battery failed to charge. Visual inspection of the device found contamination of an unknown white substance in the exterior and interior of the device. Based on the investigation results, it was determined that the device failures were most likely due to a combination of the contamination in the device and a faulty internal battery. The device was serviced, calibrated, tested and cleaned before it was returned to the customer. Resmed's risk analysis for this failure mode concludes that the risk is acceptable. Resmed reference #: (B)(4).

Event description:
It was reported to resmed that an astral device displayed a red screen and subsequently shut down. There was no patient injury reported as a result of this incident.